Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a starclose se device after a percutaneous coronary intervention procedure with a 6f sheath. Reportedly, depressing the plunger during step 2 was feeling a little bit stiff and not normal. The thumb advancer fully advanced, however there was resistance while advancing the thumb advancer during step 3. Splitting the sheath felt stiff. The sheath splitter (step 3) could be fully inserted, allowing the splitter to reach the vessel wall. However, there was an unsplit section of the sheath, about 1mm in width, about 2cm from the proximal end. Step 4 was performed to deploy the clip, however, bleeding continued. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported mechanical jam with the thumb advancer was confirmed based on the returned device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The observed evidence of damage to the flex-guide (carving), garage leaves indicate there was device angle changed during plunger deployment. This subsequently contributed to the difficulties with the thumb advancer/slider stroke. It is likely the thumb advancer was pulled back and then readvanced such that contributed to the unsplit section of the sheath. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.